Manufacturer narrative:
Concomitant devices: sheath: 6f, guidewire: bmw ..014. Guiding catheter: jr. Stent: promus. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device was received and analyzed but additional clarification is pending. All further information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile cypher select plus 2.75 x 23 mm was received coiled inside a plastic bag. The stent is present mounted at correct position. No damages were detected at sds during dimensional analysis crossing profile was measured for distal, middle and proximal sections of the stent and was found within specification. The stent was observed under microscope, no struts uplifted or omegas squeezed were detected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The fpi crossing profile stent retention was reviewed and no anomalies were found. The reported failure "failure to cross" was not confirmed. The reported failure "dislodged" was not confirmed. It is likely the procedural factor could contribute with the reported failures. Neither the DHR review nor the analysis suggests that the reported failures are related to the manufacturing process. Procedural factors could contribute with the failures experienced by the customer. Therefore, no corrective or preventive actions will be taken. Additional information was received from the affiliate that there was no stent dislodgement and that event was reported in error. The event for this patient was during angioplasty of the lad, the proximal and mid lad were calcified and the 2.75x23mm cypher could not be negotiated across the lad even after pre-dilatation. The patient also had bradycardia. Additional clarification regarding this event is still pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was initially reported that this device was associated with a stent dislodgement and bradycardia, requiring treatment. Analysis of the device indicated that the stent was correctly mounted and it was confirmed by the affiliate that a stent dislodgement was reported in error. Further clarification was requested but has not been forthcoming and therefore no additional reports will be submitted regarding this event.

Event description:
During pci of a calcified, 100% cto lesion at an acute angle (90 degrees) in the rca with vessel tortuosity, after rotablation and predilatation the stent could not negotiate across the lesion. The stent slipped out of the balloon and was removed with a goose neck snare. A promus stent was deployed instead and the lesion was satisfactorily treated. The patient did have bradycardia during the procedure and was on a ventilator. However, he was later taken off the ventilator and discharged home safely. Access was via the femoral artery. The delivery system appeared normal when removed from the packaging and inspected before use. The system was examined to verify functionality. There was no negative preparation outside of the patient¿s body. Negative prep was not performed once the stent was across the lesion. There was no resistance met during the advancement of the stent delivery system prior to the stent dislodging off the balloon. No attempts were made to withdraw the delivery system back into the guiding catheter at any point prior to stent deployment.